Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt345 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before patient use.

Manufacturer narrative:
(B)(4). The rt345 adult dual heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt345 adult breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuit was pressure tested, visually inspected and immersed in a water bath to test for leaks. Results: the pressure test revealed that the circuit was out of specification due to leakage coming from the patient end connector. This was confirmed when the subject breathing circuit was immersed in the water bath. Visual inspection revealed that there was not enough glue present in the evaqua limb connector, causing the reported leak. A lot check revealed no other complaints of this nature for lot number 130617. Conclusion: all breathing circuits are visually inspected and pressure tested before releasing for distribution, and those that fail are rejected. The observed leak was caused by insufficient glue being injected into the evaqua limb connector such that it did not form a permanent seal during the assembly process. The user instructions supplied with adult evaqua breathing circuit state the following: - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." Hospital staff correctly checked the breathing circuit before patient use which is in line with our user instructions. (B)(4).